Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that there was a return of chronic pain symptoms, increased pain at the pocket site, and ¿jolts¿ when the device is turned on. Patient reported a fall on her left side due to a seizure at the end of february. This event coincided with stated return of chronic pain symptoms as well as new pain symptoms reported in her left leg. Speaking with the patient prior to explant, she mentioned that when the device was turned on, she felt a ¿sharp jolt from my stomach down through my legs to my toes¿. She reported these sensations subsided when the device was turned off. Patient received MRI and plain film x-rays for seizure work up and no device migration was noted per the physician. The system was explanted. The issue was resolved. At explant it was observed that both leads and the generator were still anchored to fascia via suture. The devices will be returned for analysis.

Manufacturer narrative:
Product analysis #704327562:analysis information -- 2021-08-23 10:06:50 cst pli# 30 product ID# 97715 the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.